Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017, the patient experienced a blood glucose of 555mg/dl at the highest with large ketones associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and received phone advice from their healthcare provider to treat with insulin via pump and other unspecified treatment. During troubleshooting with customer technical support (cts), it was revealed that the basal history did not match the active basal program. The patient¿s mom made changes to the basal rates from .900mg/dl to .925 mg/dl and 9.75mg/dl. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.